Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) osseotite® tapered certain® implant 4 x 10mm (xifnt410) was returned for investigation . Visual evaluation of the as returned product identified no apparent malfunction besides signs of use. Product matched print specification where measured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type ii). The reported device was located on an unknown tooth site, and was used for approximately 6 days. The customer did not provide any pictures or x-rays. DHR review was completed for the subject lot number (2019040843). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot number was inspected and passed all acceptance criteria by qa. Sterilization record (op#0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2019040843) for similar event and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (medical pain) or product (xifnt410). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that implant was removed due to severe pain.